Event description:
According to the reporter, during a procedure, device could not cut at all. Knife blade could not advance. Video showed the cut trigger was faulty. Another ligasure device used successfully. There was no patient injury. Medtronic's initial evaluation of the incident device found the tooth of the blade safety was broken and returned.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the tooth of the blade safety was broken and returned. There is evidence of use on the device. Inspection showed that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body of the device (the component was not extending outside of ¿handle-a¿ as intended. Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This is due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. It was reported that the device has cutting issue and the knife blade did not advance. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.